Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol intravenous (IV) administration set was leaking when the infusion was started. The leak was located below the h/seal chamber and bushing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The device was gravity tested with no issues noted. The device was leak tested under water and noted a leak from a small hole in the seal chamber. The reported condition was verified and the cause is related to the material used during manufacturing. The h/seal chamber used in the assembly of this product code is not manufactured at the plant but purchased from an ipso supplier. In order to remediate to such issue this complaint was communicated to involved personnel to ensure awareness. Should additional relevant information become available, a supplemental report will be submitted.